Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture at maximum outputs. It was noted that the rv lead had lost slack and dislodged from the original position. During the revision procedure, the physician was unsuccessful at repositioning the lead with just a stylet. Subsequently, the existing rv lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.